Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, unit passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 553 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin for high blood glucose level. Customer drive support cap appears to be normal. Customer stated that the insulin pump had motor error. Customer reported that they were able to rewind the insulin pump. Customer stated that insulin pump alarm history contains both motor position encoder alarm and more than one motor error alarm within the last 30 days. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.